Manufacturer narrative:
The returned valve was patent and it met all of the requirements for the leakage, reflux, pressure-flow, and preimplantation tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device states the following in regards to the testing of the patency of a burr hole valve: place the inlet connector of the valve into sterile isotonic saline. Depress the valve dome. Place a finger over the opening at the end of the outlet connector. Release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. Remove finger from the outlet connector opening. F. Depress dome. If fluid flows out of the outlet connector, the valve is patent. Note: it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during the implantation procedure the valve was found to not flow, even after pumping the reservoir. A new valve was used to successfully complete the procedure. It was also reported that there was no injury to the patient.